Event description:
The customer reported that the machine intermittently stopped during a san with an error message 'x-ray disabled' and they needed to shut it down and reboot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.